Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact on the customer's blood glucose level. The situation was resolved after technical support guided the customer through a pump reset, and the customer successfully started their sensor session afterward.